Manufacturer narrative:
The pod arrived fully deployed. No damages or manufacturing defects were observed. No timeouts or drive stalls were observed. The pod arrived in pod state 15 delivering a total of 3380 pulses. Inspection of the pod data indicated typical user-device interaction as multiple imm. Bolus's were delivered. The needle mechanism was reset and redeployed successfully using the lock n load fixture, no problems were observed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: ap3a.240905.015.a2.g991usqsghyf2 hardware: sm-g991u cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the canula did not insert into the skin and was only partially visible when pod was removed from site. The pink slide did move forward. This indicates a needle mechanism failure. The pod was worn between 1 and 4 hours. No changes in blood glucose levels were reported. There are no details regarding treatment.